Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical products - femur trabecular metal cruciate retaining (cr) standard porous catalog# 42502806401 lot# 62643707, nexgenâ® complete knee solution, trabecular metalâ¿¢ standard primary patella catalog# 00587806535 lot# 62491772, articular surface fixed bearing ultracongruent (uc) left 10 mm height catalog# 42512200510 lot# 62706117 this report is number 2 of 2 mdrs filed for the same patient (reference 0001822565 - 2017 - 01472). The implant was explanted a year before the arthrodesis procedure, but it was reported that loosening of the tibial component led to the ankle problems.

Event description:
It was reported that patient underwent a left ankle arthrodesis procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A field action was conducted in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The problem with this device constitutes a "design issue" as the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left ankle triple arthrodesis procedure. It was reported the patient had developed a significant deformity as a result of loosening of the tibial component, which had been previously revised.